Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account the reported unintended movement associated with clip opened while locked per the physician is related to patient anatomy and due to tension on the leaflets from the large/dilated malcoaptation. Image resolution poor was related to procedural conditions as imaging was reported to be challenging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a large malcoaptation for a mitraclip procedure. It was noted that imaging was challenging. During the procedure the second clip opened while locked after deployment. The clip opened from an approximately 5 degrees to 15 degrees. Per the physician, the clip opened due to tension on the leaflets from the dilated malcoaptation. The clip remained stable. Two additional clips were implanted to close the malcoaptation. The mr was reduced to grade 1. There were no adverse patient effect or clinically significant delay.